Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this system, with a pacemaker and right atrial (ra) lead, reported a high out of range atrial pacing impedance measurement, triggering an automatic lead safety switch (lss). Technical services (ts) was consulted and noted that a signal artifact monitor (sam) event and an atrial tachy response episode were also recorded, both showing oversensed non physiologic noise on the ra channel. Ts confirmed that impedance had been stable prior to the lss and the abrupt measurement change. In office testing in bipolar configuration was recommended to confirm a conductor fracture. Ts provided programming recommendations. No adverse patient effects were reported. This system remains in service. Additional information was provided. The patient was switched to unipolar pacing with bipolar sensing. No noise was able to be produced afterwards. Pacing impedance was also confirmed to be within normal limits. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system, with a pacemaker and right atrial (ra) lead, reported a high out of range atrial pacing impedance measurement, triggering an automatic lead safety switch (lss). Technical services (ts) was consulted and noted that a signal artifact monitor (sam) event and an atrial tachy response episode were also recorded, both showing oversensed non-physiologic noise on the ra channel. Ts confirmed that impedance had been stable prior to the lss and the abrupt measurement change. In office testing in bipolar configuration was recommended to confirm a conductor fracture. Ts provided programming recommendations. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a pacemaker and right atrial (ra) lead, reported a high out of range atrial pacing impedance measurement, triggering an automatic lead safety switch (lss). Technical services (ts) was consulted and noted that a signal artifact monitor (sam) event and an atrial tachy response episode were also recorded, both showing oversensed non physiologic noise on the ra channel. Ts confirmed that impedance had been stable prior to the lss and the abrupt measurement change. In office testing in bipolar configuration was recommended to confirm a conductor fracture. Ts provided programming recommendations. No adverse patient effects were reported. This system remains in service. Additional information was provided. The patient was switched to unipolar pacing with bipolar sensing. No noise was able to be produced afterwards. Pacing impedance was also confirmed to be within normal limits. No adverse patient effects were reported. This system remains in service.